Manufacturer narrative:
A field service engineer (fse) investigation was performed. The fse reviewed the system logs and found nothing immediately concerning. Visual and functional testing of the system was also completed and all passed. The system was returned to the customer as ready for use.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the site informed the field service engineer (fse) of a "patient safety event," involving an unknown potential injury. No errors or failures were reported. No further details were provided. Customer indicated to the fse that they will stop usage until the issue is investigated. Follow-up with the site revealed: a ¿patient safety event,¿ did occur; however, the site chose not to disclose any additional information about this ¿patient safety event,¿ as it did not involve the system. The site confirmed there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The site chose to do a full equipment evaluation to rule out any cause. The robot system was cleared by the site and a field service engineer (fse). The fse reviewed system logs and found nothing immediately concerning. Visual and functional testing of the system also completed and all passed. The system was returned to the customer as ready for use.